Event description:
Per communication from cnss: "side effects/complaints: shortness of breath, fainting, sickle cell pain from stress. Patient stated that she woke up in the middle of the night and noticed her pump was not pumping. She stated that she felt faint and passed out her ex-husband was present and called the ambulance. Patient said that she believes the batteries were drained and caused the pump to shut off without an alarm. Patient hospitalized for 4 days. Admission and discharge dates unknown. Central line was changed during hospitalization. Patient stated that she feels much better now." No other details known. Pump serial number/due date not provided. Product lot number and expiration date were systematically retrieved from the dispensing system. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? Yes; if yes, was any medical intervention provided? Yes, hospitalization; is the actual product available for investigation? Yes; did we [MFR] replace the product? Yes; did the pt have a backup product they were able to switch to? Yes. Was the pt able to successfully continue their therapy? Yes; reported to (B)(6) by health professional.